Event description:
I am writing this note regarding servo-u, sn (B)(4) failure while the ventilator was attached to the pt in prvc mode. Specifically, the ventilator (without any input from the operator) automatically powered down and powered back up to stand-by screen. At the time of failure, pt was ventilating on prvc mode with a rate of 24. Tidal volume of 350, peep of 10, and fio2 of 90%. This critical failure occurred on (B)(6) 2018 at 12:36:08 and was witnessed by servo-u super user and trainer inches away from the ventilator. According to the witness, pt was critical with high ventilation and oxygenation need (please note the set parameter). The ventilator did not set off any visual or audio alarms when it went into auto power off and power on. Additionally, it returned to standby mode (did not resume ventilation). Had the operator not witnessed this event, it could have been fatal to the pt.